Event description:
It has been reported to philips that the flexviewing computer needed to be replaced, which can impact imaging. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Onsite service was required to address the issue of the flex viewing computer needing to be replaced, however, the quote from philips expired. The resolution and root cause of the reported problem were unable to be determined as no device inspection was performed by philips. Since the customer refused the service from philips, no further information could be obtained from the customer. The codes were updated based on the investigation outcome. Evaluation method code and health impact code were corrected. H3 other text : on-site evaluation cancelled; no response received for further information.